Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (prime issue) issue. It was alleged that the pump was not priming the tubing during the load step, and a loss of prime warning was not received but the "exprime menu displayed a loss of prime". There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2017 with the following findings: review of the black box revealed one ¿cs162¿ warning post rewind step on (B)(6) 2017, and ¿cs162¿ loss of prime with zero force on 3/29/17. The battery compartment and cap are undamaged and able to fit securely. ¿ez-prime¿ steps were performed correctly, no ¿cs162¿ loss or prime warning or any errors, alarms or warnings occurred during the investigation. The product performs within specifications. Investigation did not duplicate the ¿prime issue¿ complaint. The pump cover was removed with no intermittent condition found to the force sensor circuit. (B)(4).